Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapters without success and did not have an alternate charging cable. Technical support arranged to ship a replacement tandem cable and wall adapter via two-day shipping and advised the customer to rely on multiple daily injections if the pump¿s battery depletes before receiving the replacement charging supplies.